Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 24 to (B)(6) 24 of 40-128 mg/dl. The low bg causes were not known. The customer consumed crackers, juice and took their pump off to address low bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.